Event description:
Device 1 of 5. Reference MFR report#: 1627487-2011-05075, 05076, 05077, 05078. The patient received his scs system on (B)(6) 2011 with 4 percutaneous leads (two from the same lot and two from different lots) and two lead extensions. It was reported that the patient is feeling stimulation, but it does not feel as strong and efficient as it did when first implanted. He has requested to meet with an sjm representative for reprogramming. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.